Event description:
While a home patient's (hp) spouse was disconnecting hp's transfer set from the patient line of the homechoice set, the spouse inadvertently left the twist clamp of the transfer set open and hp leaked effluent from the transfer set. Baxter's technical service center (tsc) advised hp to close the twist clamp of the transfer set, to "cap off", and to contact rn. Per rn, no patient injury or medical intervention was associated with this incident.